Event description:
The pt has two leads (from the same lot) for off-label use. It was reported the pt had been admitted to a psychiatric ward and has increasing headaches. Reprogramming provided the pt with coverage and her scs system is helping her headaches.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.